Event description:
"Burs hard to get in. Leaks oil" was reported on customer repair paperwork. No pt injury or delay in surgery was reported. On f/u, it was reported that the oil contaminated the surgical site. The site was flushed and no add'l problems occurred.